Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 11/07/2018 that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. Surgeon comment: "patient can do his normal light work with non united humerus for 12 years. It is learning point, patient can move their non-united fractured limb with intact original fixation. But original implant breaks & patient has some complications & arrived to surgeons for further management. We have plan to change larger nail & if needs augmented plate fixation."